Manufacturer narrative:
The investigation was based on the available information including the log file. Other than the reported date of event ((B)(6) 2019), the (B)(6) 2019 was provided as log file and identified as date matching the description of event and was therefore analyzed. Based on the log file analysis no device failure was found. Device checks before and after the event were passed. However, starting at 01:47 p.m. On the (B)(6) 2019 different alarm messages were logged all pointing towards wrongly connected and/or blocked or kinked flow measuring lines. This can happen e.g. By moving the patient or the hose system. The ventilation continues, when the interruption of the external flow and airway pressure measurement is released. At 01:51 p.m. The device was powered off and on again; after the power cycle no further problem occurred. As the log file analysis did not reveal any technical failures of the device, it is assumed that the reported loss of ventilation was caused by a temporary interruption of the external (patient near) flow and airway pressure measurement due to blocked/kinked flow measuring lines. The logbook analysis did not give any indication of a failure of ventilation due to a technical malfunction or device error. The device reacted in accordance with the specification and alarmed the user of an impaired ventilation visually and acoustically. In addition, the inspiratory flow/pressure was limited to prevent patient injury according to the safety concept of the device.

Event description:
Please refer to the initial report.

Manufacturer narrative:
The investigation was started, the results will be provided in a follow up report.

Event description:
It was reported that "vent failed while on a patient." No patient consequences reported.